Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the ventricular lead was placed, the patient showed no underlying rhythm. During the atrial lead placement, the programmer displayed a message that the analyzer had lost communication with the programmer, and no further testing could be done. The lead was then attached to the device and then the end session for the analyzer was selected. The analyzer then worked to place the atrial lead. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the analyzer was found to have a damaged patient connector, resulting in an inability to perform a system test. The analyzer passed functional testing. The analyzer was returned, unrepaired. If information is provided in the future, a supplemental report will be issued.